Event description:
During surgery, the system one was being used. There were 2 stones that needed removal. The first stone was retrieved without incident. When the catheter was reinserted and the balloon inflated to stabilize, the forceps would not fit through to retrieve the stone. They tried a new forcep with no success. Patient had to undergo ercp to retrieve the second stone (different type of surgery performed orally to the stomach). No injury occurred to the patient.

Manufacturer narrative:
Product returned and evaluated. The components were found to be damaged the report stated that the unit had functioned properly during the retrieval of the first stone and failed when attempting to retrieve a second stone with the same equipment. The components returned were bent and had equipment imprints, indicating incorrect usage of the equipment. No manufacturing defects were noted with the components returned. In-servicing is being arranged for the facility to re-instruct on the proper usage of the devices. No further corrective action required.